Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer would not power on. The power supply was out of specification electrically. The power supply was replaced. It was also determined at analysis that the upper case was broken into the keyboard compartment. The radio frequency transceiver port and the power cord bay were broken the lower-case feet were worn and both eject levers were broken on the pcmcia slot. The hard drive was reconfigured, reloaded and the software was updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer failed to power on. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.